Event description:
During preparation for a cardiopulmonary bypass procedure, the console was observed not to switch to battery backup power as expected. There were no adverse consequences to the pt as a result of this event.